Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter there was an issue with damage between catheter and adapter causing leakage.